Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation was intermittently requiring a reboot of the system when booting. Force shut down when the issue occurred resolved the issue. There was no patient present when this issue was observed.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the logs showed no indications of a software anomaly occurring. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.